Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection confirmed that the burett chamber was cracked. However, the cause could not be identified. The customer sent in a companion sample; this companion sample has a lot number of ur12i21094. A review of the product labeling was performed and found the labeling to be adequate. Correction: a batch review was performed on a suspect lot. There were no deviations found related to this reported condition during the manufacture of this lot.

Event description:
A customer reported to baxter corporate product surveillance a non-dehp buretrol add-on set in which the burette chamber cracked. According to the report, the nurse was refilling the burette chamber with an unknown maintenance solution when the crack was noted. The nurse stated that she did not squeeze the burette chamber. The tubing was hung for at least 72 hours and was due to be changed per hospital protocol. The event occurred during patient infusion. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. A batch review could not be completed as the lot number was not provided by the customer.